Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 1494 clarifier- indication for use

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an emergency thrombectomy procedure using a 9f sheath without pre-closing the vessel. Reportedly, when the plunger was removed in step 3, the suture separated. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.